Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 30-nov-2018. The most recent information was received on 13-may-2019. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of back pain ("lower back pain") in a 44-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. On (B)(6) 2014, the patient had essure inserted. In 2017, the patient experienced arthralgia ("joint pain"), alopecia ("hair loss"), dry eye ("ocular dryness"), memory impairment ("memory disturbances"), disturbance in attention ("concentration disturbances"), headache ("headaches"), vulvovaginal dryness ("vaginal dryness"), pain ("pain irradiating in the lower limbs"), libido decreased ("decrease of libido") and constipation ("quite significant constipation"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), amnesia ("loss of memory"), fatigue ("significant fatigue"), aphasia ("difficulty to find words"), depression ("depressive syndrome"), irritability ("extreme irritability") and depressed mood ("loss of morale"). The patient was treated with surgery (bilateral cornuectomy via laparoscopy with removal of essure as per patient's request). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, amnesia, arthralgia, fatigue, alopecia, dry eye, aphasia, depression, irritability, depressed mood, memory impairment, disturbance in attention, headache, vulvovaginal dryness, pain, libido decreased and constipation outcome was unknown. The reporter considered alopecia, amnesia, aphasia, arthralgia, back pain, constipation, depressed mood, depression, disturbance in attention, dry eye, fatigue, headache, irritability, libido decreased, memory impairment, pain and vulvovaginal dryness to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 13-may-2019: quality safety evaluation of ptc. We received a returned sample in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of back pain ("lower back pain") in a 44-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. On (B)(6) 2014, the patient had essure inserted. In 2017, the patient experienced arthralgia ("joint pain"), alopecia ("hair loss"), dry eye ("ocular dryness"), memory impairment ("memory disturbances"), disturbance in attention ("concentration disturbances"), headache ("headaches"), vulvovaginal dryness ("vaginal dryness"), pain ("pain irradiating in the lower limbs"), libido decreased ("decrease of libido") and constipation ("quite significant constipation"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), amnesia ("loss of memory"), fatigue ("significant fatigue"), aphasia ("difficulty to find words"), depression ("depressive syndrome"), irritability ("extreme irritability") and depressed mood ("loss of morale"). The patient was treated with surgery (bilateral cornuectomy via laparoscopy with removal of essure as per patient's request). Essure was removed on 9-oct-2018. At the time of the report, the back pain, amnesia, arthralgia, fatigue, alopecia, dry eye, aphasia, depression, irritability, depressed mood, memory impairment, disturbance in attention, headache, vulvovaginal dryness, pain, libido decreased and constipation outcome was unknown. The reporter considered alopecia, amnesia, aphasia, arthralgia, back pain, constipation, depressed mood, depression, disturbance in attention, dry eye, fatigue, headache, irritability, libido decreased, memory impairment, pain and vulvovaginal dryness to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: essure device removal questionnaire ¿ new reporter (health professional); patient¿s demographic data; no relevant medical history; essure indication (tubal sterilization); reason for essure removal (patient's request due to events alopecia, arthralgia, constipation, disturbance in attention, dry eye, headache, libido decreased, memory impairment, pain in extremity and vulvovaginal dryness); reporter¿s causality assessment (related - essure caused or contributed to the occurrence of the event). No follow-up available 6 or more months following essure removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2018. The most recent information was received on 21-mar-2019. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of back pain ("lower back pain") in a 44-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2017, the patient experienced arthralgia ("joint pain"), alopecia ("hair loss"), dry eye ("ocular dryness"), memory impairment ("memory disturbances"), disturbance in attention ("concentration disturbances"), headache ("headaches"), vulvovaginal dryness ("vaginal dryness"), pain in extremity ("pain irradiating in the lower limbs"), libido decreased ("decrease of libido") and constipation ("quite significant constipation"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), amnesia ("loss of memory"), fatigue ("significant fatigue"), aphasia ("difficulty to find words"), depression ("depressive syndrome"), irritability ("extreme irritability") and depressed mood ("loss of morale"). The patient was treated with surgery (bilateral cornuectomy via laparoscopy with removal of essure). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, amnesia, arthralgia, fatigue, alopecia, dry eye, aphasia, depression, irritability, depressed mood, memory impairment, disturbance in attention, headache, vulvovaginal dryness, pain in extremity, libido decreased and constipation outcome was unknown. The reporter provided no causality assessment for alopecia, amnesia, aphasia, arthralgia, back pain, constipation, depressed mood, depression, disturbance in attention, dry eye, fatigue, headache, irritability, libido decreased, memory impairment, pain in extremity and vulvovaginal dryness with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 21-mar-2019: onset date of events alopecia, arthralgia and dry eye (2017); new adverse events (memory disturbances, concentration disturbances, headaches, vaginal dryness, pain irradiating in the lower limbs, decrease of libido and quite significant constipation); and essure removal method (bilateral cornuectomy via laparoscopy). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(4), reference number: (B)(4)) on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("lower back pain") in a (B)(6) -year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), amnesia ("loss of memory"), arthralgia ("joint pain"), fatigue ("significant fatigue"), alopecia ("hair loss"), dry eye ("ocular dryness"), aphasia ("difficulty to find words"), depression ("depressive syndrome"), irritability ("extreme irritability") and depressed mood ("loss of morale"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, amnesia, arthralgia, fatigue, alopecia, dry eye, aphasia, depression, irritability and depressed mood outcome was unknown. The reporter provided no causality assessment for alopecia, amnesia, aphasia, arthralgia, back pain, depressed mood, depression, dry eye, fatigue and irritability with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Further company follow-up with the regulatory authority is not possible. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.